Manufacturer narrative:
Follow-up received on 21-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up received on 28-apr-2016: no new clinical information. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. Three years later, she was submitted to an ultrasound which showed essure coils had migrated out her fallopian tube into her uterus. She underwent a hysterectomy to remove essure. This event is listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion into uterus or out of the body and can result in menstrual disturbances and abdominal pain. In this particular case, although the exact mechanism of the reported device expulsion is not known; given its nature, causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed and there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on (B)(6) 2016. It refers to the adult female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The consumer's medical history included (B)(6) children. It was reported that her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, severe menstrual cycle cramps, weight gain, abdominal bloating and fatigue. In (B)(6) 2015, ultrasound was done and showed that her essure coils had migrated out her fallopian tube into her uterus. On (B)(6) 2015, hysterectomy was done to remove essure. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. Three years later, she was submitted to an ultrasound which showed essure coils had migrated out her fallopian tube into her uterus. She underwent a hysterectomy to remove essure. This event is listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion into uterus or out of the body and can result in menstrual disturbances and abdominal pain. In this particular case, although the exact mechanism of the reported device expulsion is not known; given its nature, causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.